Event description:
Firm received a shipment of several lots of "lifescan one touch ultra test strips". One of the lots has a lot sticker that appears different from the others, in that the sticker paper is whiter than the others, has squared corners, and the tamper resistant seals appear compromised.